Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient says that they have always had issues with the implanted neurostimulator battery heating up even when they aren't charging it, and sometimes it will feel like it's burning them, which started a couple years ago. Pt says they will have to turn stimulation off and lay on ice to cool it down. Pt says "they reprogrammed it so its not pushing as much power and he said it would charge slower and it would keep it from heating up but its still happening". Pt says that last september they had lost quite a bit of weight and the ins was protruding from their body really bad "and they did a revision last december where they created a new pocket" and kept the same ins. Pt has an appointment tomorrow with their doctor (hcp) and wanted rep to be there. Reviewed rep role and told pt to call hcp and ask them to invite the rep.